Event description:
Further review of the available information revealed that this issue was previously reported in MDR 1644487-2013-03834.

Event description:
Clinic notes dated (B)(6) 2013 note that the vns was not check due to our faulty equipment. No further information was provided as to why the programming system was "faulty". Attempts to obtain additional information will be made, but no additional information has been received to date.

Manufacturer narrative:
.